Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and the customer reported receiving a stuck button alarm. Troubleshooting indicated that pump requires replacement. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with unresponsive keypad. Unable to perform the self test due to unresponsive keypad. Unable to download history files and traces using thump due to unresponsive keypad. The keypad overlay was peeled off and found a corroded keypad traces. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba1, pcba2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu, continued self test and download history files and traces using thump. The pump passed the self test. No unresponsive keypad/keypad anomaly noted when using the test case. Successfully downloaded pump traces and history file using thump. Pump error 61 (stuck key alarm) was found on: 08/19/2024 12:58:55.000 08/19/2024 13:03:10.000, 08/19/2024 13:07:43.000, 08/19/2024 13:27:07.000, 08/19/2024 13:31:20.000, 08/19/2024 13:40:43.000, 08/19/2024 13:44:07.000, 08/19/2024 13:46:12.000, 08/19/2024 13:49:56.000, 08/19/2024 13:55:56.000, 08/19/2024 14:02:27.000, 08/19/2024 14:05:47.000, 08/19/2024 14:11:01.000, 08/19/2024 14:13:08.000, 08/19/2024 14:16:47.000, 08/19/2024 14:23:10.000, 08/19/2024 14:27:12.000, 08/19/2024 14:35:16.000, 08/19/2024 14:45:00.000. Unresponsive keypad/pump error 61 (stuck key alarm) was confirmed due to a corroded keypad traces. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a cracked case and a scratched case. Unresponsive keypad/pump error 61 (stuck key alarm) was confirmed due to a corroded keypad traces. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.